Event description:
Customer called reporting that they had high blood sugar. She stated they were between 300-4000. No further problems reported. The device is being returned for evaluation.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The evaluation confirmed that the needle mechanism had not activated due to a manufacturing defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.